Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it was found in a reset mode after the patient went through a magnetic resonance procedure.